Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the etco2 was not working, the pump did not start and there were no readings. There was no patient involvement.